Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to greater than 500 mg/dl while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. It was reported that the legal guardian panicked and forcibly removed the pod, resulting in skin redness. As treatment, they replaced the pod and administer an insulin injection.

Manufacturer narrative:
The device has been received. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.